Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient appeared in clinic where the atrial lead exhibited low lead impedance and, with isometric movements, the atrial lead relayed noise. The device was reprogrammed to bvvi and the patient will be monitored. The patient was stable before, during and after the clinic check.